Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family member reported via phone call that they were hospitalized due to hyperglycemia on (B)(6) 2020. The customer's blood glucose level at the time of the incident was 430 mg/dl. Customer was in the emergency room and treated with intravenous insulin infusion. The customer experienced symptoms such as nausea, vomiting. The auto mode was active at the time of the incident. Customer had been using an insulin pump system within 48 hours of the reported high blood glucose event. Performed high-pressure test and it passed. The insulin pump will not be returned for analysis.